Event description:
A customer reported not closing the transfer set until after she disconnected and capped off, after using the home choice (hc). The technical service representative (tsr) advised the caregiver (cg) to notify the peritoneal dialysis registered nurse (pdrn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per the patient at-home guide, users are instructed that the transfer set must be closed when disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.